Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had depleted battery and shut off during a patient's fentanyl drip. No patient harm/adverse event was reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history showed depleted battery and check clutch alarms. Functional testing was performed, and the reported issue was confirmed. The battery was replaced, along with the worn leadscrew, worm coupling, worm gear and clutches. The device was recalibrated following repairs and passed all testing.